Manufacturer narrative:
Date sent to FDA: 3/17/2020. Additional b5 narrative: it was reported that the patient experienced overactive bladder, urge and stress urinary incontinence. It was reported that she underwent colposuspension surgery in 1998. It was reported that the patient experienced sui and underwent a cystoscopy and wash-out of her bladder on (B)(6) 2012 at (B)(6) hospital. It was reported that she experienced sui. It was reported that she underwent a procedure of cystoscopy and experienced a stone at the bladder neck on (B)(6) 2017. It was reported that she underwent surgery to remove the mesh on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2010 and mesh was implanted. It was reported that following the procedure, the patient experienced discomfort in her abdomen and experienced urinary tract infections. It was reported that she has had mesh erosion on two occasions and has underwent surgery. No additional information was provided.